Event description:
Event description guidant received information that this right ventricular endocardial lead exhibited an impedance measurement of over 2500 ohms. The device is a competitor's product. In addition, loss of ventricular capture was reported. Attempts to create noise were unsuccessful.